Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, a visual review of the instrument, and a review of device history. A customer reported a burning smell came from architect c4000, serial no. (B)(4). An abbott field service representative (fsr) found the c4000 cnb16 to reagent carousels cable had burned. There were no parts available for return. The fsr noted condensation leaking from the reagent carousel thermostat causing the cnb16 to reagent carousels cable to short circuit and burn. The condensation had occurred because the laboratory air conditioning system was faulty, causing high temperature and humidity in the lab. The fsr replaced the reagent carousel cable bundle sensors, cleaned/dried the reagent carousel thermostat, and replaced the burned cnb16 to reagent carousels cable. A review of product labeling found adequate information was provided for the described issue. The condensation identified occurred due to higher than operations manual specifications for lab temperature and humidity. A review of complaints did not identify any issues with cnb16 to reagent carousels cable, reagent carousel thermostat issues, or reagent carousel thermostat condensation issues. A review of instrument service history found no additional complaints for cnb16 to reagent carousels cable issues. Based upon the results of the investigation there is no malfunction of the device and no product deficiency of the cnb16 to reagent carousels cable was identified.

Event description:
The customer reported a burning smell coming from the architect c4000. The abbott fsr inspected the analyzer and found a burnt reagent carousel sensor cable. The fsr also noticed a condensation fluid leak on the thermostat under the reagent supply center. There was no personal injury, impact to patient management, or facility damage reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.